Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Loss of capture (loc) and noise was observed as well. The patient is not pacemaker dependent and there has been no asystole reported. Additionally, the right ventricular (rv) lead exhibited low out of range pace impedance measurements and noise. Boston scientific technical services (ts) was consulted and further evaluation was recommended. Additional information was received that the noise on both leads resulted in overpacing on the right ventricle. A revision procedure was performed and this whole system was replaced. This device was explanted and both the ra and rv leads were surgically abandoned. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Loss of capture (loc) and noise was observed as well. The patient is not pacemaker dependent and there has been no asystole reported. Additionally, the right ventricular (rv) lead exhibited low out of range pace impedance measurements and noise. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.